Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: review of the black box data revealed multiple records of no cartridge detected. On investigation, a load-step malfunction was duplicated. During the load step, the piston pushed the forward until the cartridge was empty. Force sensor calibration testing revealed the force sensor was out of calibration. The pump was opened for further investigation and revealed a cracked force sensor pin. Investigation duplicated the complaint.